Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a rolling thunder alarm. The ventilator was not on a patient at the time of the event. The customer replaced the gui (graphical user interface) board and needs software flashed. The repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.